Event description:
Longitudinal section laparotomy wound dehiscence [wound dehiscence], severe coughing [cough]. Case description: an spontaneous report was received from a healthcare provider (hcp) on (B)(6) 2010, regarding a (B)(6) female patient (B)(6) who experienced severe coughing and dehiscence after treatment with seprafilm. Medical history included a body mass index (bmi) of (B)(6). On (B)(6) 2010, the patient underwent a longitudinal section laparotomy due to endometrium carcinoma. Three sheets of seprafilm were used (2 under incision, 1 in pelvis). It was noted that the patient had an existing abdominal port. At 6 days post operatively ((B)(6) 2010), the patient experienced dehiscence after severe coughing. The hcp characterized the event of dehiscence as possibly related to seprafilm. At the time of this report, the patient had not yet recovered.